Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1hytb, product type: lead.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that, during implant surgery, it was found that the electrode was fractured. As a result, a new electrode was placed with the surgery able to be completed. It is unknown what troubleshooting was performed related to the event, or what the cause of the event was. There were no patient symptoms alleged.

Manufacturer narrative:
Analysis identified that the insulation was torn under the 0 connector at the proximal end of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis identified the outer insulation of the lead was broken/torn under the 0 connector. If information is provided in the future, a supplemental report will be issued.